Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The ssd was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Other relevant device(s) are: product ID: 9735999, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that when setting up the system the representative was unable to launch the application. When the representative logged in the software, it went to a blank black screen similar to the admin screen. The representative went in to the admin and attempted to re-install the app software but it failed. The rep attempted to uninstall the app but it stated "an error occurred during uninstallation. Uninstallation aborted." The rep used another ssd from the site and was able to get the system to work appropriately.

Manufacturer narrative:
The solid state drive was returned for analysis. Functional testing determined that the os system was corrupted causing the reported issue. If information is provided in the future, a supplemental report will be issued.